Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 324911, batch no. 7299608. It was reported that during use of the bd ultra-fine¿ insulin syringe the needles were dull and plunger rod difficult to move during injection. The following information was provided by the initial reporter: spouse of consumer reported needles dull, plunger rod difficult to move during injection. Consumer does not re-use, problem occurred a few weeks ago.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7299608. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 324911 batch no. 7299608. It was reported that during use of the bd ultra-fine¿ insulin syringe the needles were dull and plunger rod difficult to move during injection. The following information was provided by the initial reporter: spouse of consumer reported needles dull, plunger rod difficult to move during injection. Consumer does not re-use, problem occurred a few weeks ago.